Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that after an arthroscopic rotator cuff procedure, a burn was noticed on the pt. It is believed that the burn was caused by the hot water from the suction tube of the probe. Further, it was stated that the unit was used at a level 8 coagulation. It is unk whether a suction tube was connected or not.